Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. The customer¿s blood glucose value was 2.1 mmol/l at the time of incident. The other blood glucose values are 13 mmol/l and 13.6 mmol/l. The customer¿s low blood glucose was treated with food. Based on customer report customer allege insulin pump was over delivering. The customer was unsure of automode. Customer assisted for the troubleshooting. The insulin pump will not be returned for analysis.